Event description:
During a posterior vitrectomy procedure, the initial reporter indicated white foreign matter was emitted from the tip of the probe. Per writer's telephone conversation on 1/16/97 with the operating surgeon, dr stated incident did not take place initially in the procedure. A small reflux does occur when one removes their foot from the pedal that controls the probe. This process will happen later in the procedure. Dr stated another pack was opened from a different lot with no recurrence of the event. Surgery was not delayed and there was no effect on the pt at that time not up to this date per dr.